Event description:
It was reported that the device continued to run in ablate mode after being deactivated with the foot pedal. The procedure was completed without delay using a back-up device. No patient injury or other complications have been reported.

Manufacturer narrative:
Visual inspection and functional testing could not be performed since the device was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. Potential factors unrelated to the manufacture or design of the device that could have contributed to the reported event includes: there may have been an obstruction between the transmitter and receiver such as distance or an object which could have caused ablation issues or there may have been an issue with the used wand. There are no indications to suggest the device did not meet product specifications upon release into distribution.